Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). The device has been previously sent into service for the reported condition. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a condition of "failure". It is unknown when and where this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history it was determined that a failure code 810:11 occurred during delivery causing an interruption of delivery. No additional information is available.

Manufacturer narrative:
The condition was confirmed as failure code 810:11 through the event history. An assignable cause could not be determined. An air-in-line calibration verification was performed and all readings are within specifications, so no action was needed. Should additional information become available a follow up medwatch will be submitted. (B)(4).